Event description:
The end user fell was walking with the walker and fell as he was leaving his house. It was initially reported that no serious injury resulted. Two weeks later it was reported that the end user was being admitted to the hospital for back surgery that may be related to the fall.

Manufacturer narrative:
The wife of the end user reported that her husband fell while ambulating with the walker when one side gave way. She indicated that no serious injury resulted. Two weeks later she reported that he was being admitted to the hospital for back surgery. She indicated that the previous fall may have contributed to the back issue. Attempts were made to obtain more details pertaining to the incident and the condition of the end user but messages were not returned. The sample was returned and evaluated. The right side was found to be loose. There was minimal wear on the front wheels. The rear tips, however, showed significant wear which suggests the weight of the end user was not being evenly distributed on the device. More weight appears to have been applied to the rear legs. The force exerted on the rear legs of the frame may have contributed to the frame becoming loose on the right side. We do not know if the device was assembled correctly prior to and/or during use. It has not been confirmed that a serious injury resulted from the fall but due to the reported admission to the hospital and in an abundance of caution, this medwatch is being filed.